Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2018 that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was reviewed and hardware battery errors were observed. The reported event of error icon displayed was confirmed during log review. A root cause could not be determined.